Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted due to high impedances measured through the device.

Manufacturer narrative:
Several attempts were made to obtain more information and retrieve the explanted product; however, they were unsuccessful. If the product is returned at a later date, it will be analyzed and an amended report will be filed.